Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed through review of the event history log and caused by a seized motor mount screws. The failed motor assembly was replaced.